Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/2016 using the pod 5 / page 44 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported having an infection at the insertion site on her abdomen after wearing the pod for between 36 and 48 hours. She had a regular visit with an orthopedic doctor and was prescribed amoxicillin. She stated that this medication did not work and went to her endocrinologist who prescribed her keflex, which did work to treat the area. The site had been oozing, irritated, had a bump, and was hard. The patient did not recall the date of this occurrence, but thinks it was in (B)(6) 2018. She also did not have the device to provided product information.